Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a right umbilical hernia repair surgery on (B)(6) 2015 and mesh was implanted. Additional information was provided that the patient underwent diagnostic laparoscopy, right umbilical hernia repair with lysis of adhesions, repair of small bowel and closure of enterotomy on (B)(6) 2017. It was further reported the patient underwent right inguinal hernia repair surgery on (B)(6) 2017 and mesh was implanted. No additional information is provided.